Manufacturer narrative:
Concomitant medical products: 00598005701 tibial component stemmed precoat use of this tibial component with legacy, knee - constrained condylar knee (lcck) articulating surfaces requires using 63451314, 00596801652 lps flex femoral component-option for cemented use only nitrogen hardened size f right 63625086. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found some nicks and gouges on the inferior surfaces. The dovetail feature was flared out at least on one side of the dovetail. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Unfortunately a root cause cannot be determined as surgical notes were not provided and multiple intraoperative factors could contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product expected, not yet received.

Event description:
It was reported during a total knee arthroplasty that the articular surface would not engage correctly with the tibial component. The surgeon attempted to engage the articular surface several times; however, the articular surface would still not engage correctly with the tibial component. The surgeon completed the procedure with another articular surface without any issues. There was no delay in procedure as a result of the event. No adverse events have been reported as a result of the malfunction.